Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). The manufacturer did not receive x-rays, but received other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Please note that this complaint was initially submitted under mrn: 0001822565-2018-03235.

Event description:
Legal case reported that patient had dislocation which required hospitalization.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation. Event description: it is reported that a patient was implanted with a biolox head on (B)(6) 2017 and dislocated his hip a second time on (B)(6) 2018. It is unknown whether there has been a medical intervention. The first dislocation, which occurred on (B)(6) 2018 was treated with a closed reduction (see (B)(4)). Review of received data: - primary op notes from (B)(6) 2006 were received. They sate that the patient underwent a left total hip arthroplasty due to degenerative joint disease. As the biolox head has only been implanted in the revision surgery, this report is not considered in this event. - revision op notes on (B)(6) 2017 show that the patient was revised due to metallosis, liner fracture, pain, metallic clicking elevated metal ion levels and loss range of motion. X-ray shows failure of poly liner. No infection found. During the revision, metallosis was found and stepwise debridement was performed. The liner was found fractured. Metal shell was found to be worn. This is covered in split case cmp- 0333552. There was some undermining of the quality of bone in and around the femoral implant at the introitus of the femoral canal but this was intact. The patient also had intact anterior and posterior columns. Bone graft was placed and a new liner and shell was implanted. The head was removed. Depuy gription multi-hole shell and depuy liner were implanted. Biolox ceramic head was implanted with a sleeve taper junction of size a +7. The hip was noted to be highly stable through range of motion. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the head and liner were combined in a non-compatible way. A zimmer biolox head and a depuy liner were combined in an off-label way. The compatibility check for the head and stem was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination for the biolox head using sap rmw # 390679, rev 0: - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to inadequate head/adapter design leads to impingement; limited range of motion not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. - line r-1.4.4.6: failure of connection between stem and ball head,dislocation,dissociation,implant breakage due to insufficient connection strength between head/adapter construct and stem due to insufficient material properties and/or design not possible a systematic issue with design would have been detected as part of the issue evaluation assessment - failure of connection between stem and ball head,dislocation,dissociation, implant breakage due to insufficient connection strength between head and adapter due to insufficient material properties and/or design not possible a systematic issue with design would have been detected as part of the issue evaluation assessment - failure of connection between stem and ball head, postoperative tissue reaction, metalosis, dislocation, dissociation, aseptic loosening of stem, osteolysis due to insufficient connection strength / micromotion leading to wear in taper connection between stem and head/adapter construct not possible a systematic issue with design would have been detected as part of the issue evaluation assessment - postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head/adapter construct and stem) connection due to wear possible, as an off label use has been performed (liner from competitor), this cannot be excluded. - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset and/or wrong head/adapter taper) possible, as no x-rays have been available, it remains unknown whether the correct head size for the patient has been chosen. Additionally, the head and liner were found to be not compatible. - failure of connection between stem and ball head/adapter, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head/adapter taper (particles between stem taper and ball head/adapter taper) possible, as it cannot be excluded based on the available information. - failure of connection between stem and ball head/adapter, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head/adapter construct with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) possible, as it cannot be excluded based on the available information. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity possible, as it has been reported that the patient has missing soft tissue due to a previously suffered metallosis. Moreover, no x-rays have been received, therefore this cannot be excluded. Conclusion: it is reported that a patient was implanted with a biolox head on (B)(6) 2017 and dislocated his hip a second time on (B)(6) 2018. It is unknown whether there has been a medical intervention. The first dislocation, which occurred on (B)(6) 2018 was treated with a closed reduction (see (B)(4)). The manufacturing documents confirm that the products met all specifications to perform as intended. Due to the previously experienced metallosis, the patient suffered a muscle and tissue loss, which could have contributed to the dislocation. Moreover, it might be that the patient disregarded the limitations of the implants by performing a motion in a too large range of motion. As no x-rays have been received, it remains unknown, whether the inclination angle of the acebular cup is in the range of angle as suggested in the surgical technique. Moreover, a zimmer biolox head and a depuy acetabular liner have been combined in an off-label way. In conclusion, the patient's condition in combination with the performed off-label use have been identified as the most possible root causes for the dislocation. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).